Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Started the procedure with between a 5fr to 8fr sheath, upsizing to a 14fr sheath. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. A perclose proglide device is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned, without the return of these components, the scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that a posterior cuff miss might have occurred. Also, there were no abnormal observations that could contribute to the reported needle-to-cuff miss. Contributing factors for the reported cuff miss included, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported which could have contributed to the reported cuff miss. Based on the reported information and investigation, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot did not reveal any similar incidents. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that a physician attempted placement of the sutures of two proglide devices using the pre-close technique prior to an abdominal aortic aneurysm repair procedure in the common femoral artery. Reportedly, using four proglide devices in the common femoral artery, two of the proglide devices experienced cuff misses. The common femoral artery was closed with the second two proglide devices. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. No additional information was provided.